Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, while on the short epigastric arteries on the stomach, the device had a seal issue as it did not maintain pneumoperitoneum. Another sleeved was opened. The valve (head) was removed from the sleeve opened and placed onto to the trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula and envelope seal and circular seal appeared intact.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.